Event description:
Pt had inferior vena cava (ivc) filter placed. Pt presented with primary condition where shortness of breath was also noted. Pt found to have lg embolus staddling tricuspid valve. Tissue plasminogen activator given; pt was also heparinized. On chest x-ray (cxr), it was noted that ivc filter had migrated from placement site (where it was originally seen on fluoroscopy). The ivc filter was extracted under full cardiopulmonary bypass while under cardioplegia arrest. Repair of perforated leaflets of tricuspid valve was also done in conjunction with ivc filter extraction. Implantation of greenfield vena cava filter (after extraction of the above device).